Manufacturer narrative:
Visual inspection found the screw tulip was returned jammed onto the xia 3 screwdriver. The screw was fractured at the bulb, the main shaft was returned, which was cut and shaved in an effort to remove it from the patient. The tulip was able to be removed with significant force applied. Tulip was not misaligned with the screwdriver. Material analysis was done on a similar complaint; the submitted polyaxial screw was found to have fractured in a mode of ductile overload due to an applied torsional force. The elemental constituents met the print requirements. Device and complaint history records were reviewed, and no relevant manufacturing or similar complaints were identified. Per surgical technique: the xia 3 monoaxial and polyaxial titanium self-tapping screws have a cutting flute to allow a surgeon to eliminate the tapping step. The screws may be inserted immediately after preparing and probing the pedicle. However, in most cases, tapping is recommended. Based on the results from the similar material analysis, and the fact that the tulip was returned jammed onto the screwdriver tip along with the fractured screwdriver in a similar complaint, the most likely root cause is excessive torsional force applied. It was reported that excessive force was applied due to the screw not easily advancing, this can occur due to inadequate screw hole preparation and/or undertapping.

Event description:
Physician reported that the head of a xia 3 titanium polyaxial screw 8.5 x 90mm broke off intra-operatively during implantation. Surgery was successfully completed with a smaller diameter screw (7.5x90). There was no reported adverse consequence to the patient.

Event description:
Physician reported that the head of a xia 3 titanium polyaxial screw 8.5 x 90mm broke off intra-operatively during implantation. Surgery was successfully completed with a smaller diameter screw (7.5x90). There was no reported adverse consequence to the patient.